Event description:
During the procedure, the device was unable to cross the right coronary artery lesion and the device was broken in the artery. The separated part of the device was retrieved with a lasso.

Manufacturer narrative:
One pressurewire x (wireless) was returned for analysis; however, the transmitter was not returned. The results of the investigation concluded that a guidewire fracture was found at the hydrophilic coated distal tube and there were multiple bends throughout the guidewire. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Although the exact cause of the reported event remains unknown, the guidewire damage is consistent with the reported event. The cause of the guidewire damage is consistent with damage during use.